Event description:
It was reported that the patients implantable pulse generator has opened. Symptoms noted are infection. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7094571/7094743. UDI: (B)(4). UDI: (B)(4).